Event description:
Hill-rom was notified on (B)(6) 2011 of a patient fall from a p500 mattress replacement system that was placed on a stryker secure 2 bed frame. There were no witnesses to the event and injury severity was not provided to hill-rom until (B)(6) 2011. The health facility's risk manager provided information that the patient had an unspecified event where he fell out of the bed and was found deceased by nursing staff. There was no post mortem investigation and no alleged malfunctions of the hill-rom p500 mattress replacement system or the stryker secure 2 bed.